Event description:
It was reported during use the bd veo¿ insulin syringe with the bd ultra-fine¿ needle had a deformed stopper. The following information was provided by the initial reporter: the customer stated the rubber stopper is damaged, appears to be disintegrated/falling apart in the barrel.

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 31gx6mm, 1ml bd insulin syringe. Consumer reported that the rubber stopper is damaged, appears to be disintegrated/falling apart in the barrel. The returned syringe was examined, and it was observed that the stopper was disfigured. A review of the device history record was completed for batch# 7037943. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200686153, 200686211, 200686115] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. A root cause cannot be determined. Based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd veo¿ insulin syringe with the bd ultra-fine¿ needle had a deformed stopper. The following information was provided by the initial reporter: the customer stated the rubber stopper is damaged, appears to be disintegrated/falling apart in the barrel.